Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had reservoir leak and air bubbles in reservoir. The customer¿s blood glucose level was unknown at the time of the incident. Customer reported that they experienced high blood glucose level. The leak was past the second o-ring. Customer confirmed air was getting in after successfully removing all air bubbles. After troubleshooting, customer was advised the reservoir will be replaced. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 2 open or used reservoirs (plungers not returned). Using a new lab plungers; performed pre-fill reservoir test. Found no air bubbles and no leaks were observed during analysis. Conclusion: no air bubbles and checked o-rings or stoppers groove for anomalies none were found. Ran basal bolus leaking test as follow: reservoirs filled with diluent and connected to a new infusion sets, installed reservoirs and connectors into a paradigm pump. Conclusion: reservoir no air bubbles and not leakage anomalies. Cannot performed manual test to reservoirs due to the plungers not returned. (B)(4).